Manufacturer narrative:
(B)(4) concomitant medical product(s): item # 00408801206, femoral stem, lot # 61255670; item # 00630505032, liner, lot # 61330255; item # 00620005422, cup, lot # 61292711. Reported event was confirmed by review of the provided revision op notes. Revision op notes on (B)(6) 2016 show the patient had left hip revision surgery due to adverse local tissue reactions secondary to tribocorrosion. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a left revision surgery approximately 5 years and 6 months post implantation due to elevated ion levels, metallosis, adverse local tissue reaction, corrosion of the neck below the trunnion, as well as, inside the femoral head from implant wear. The liner and head were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the patient underwent hip arthroplasty revision surgery due to metallosis. Fluid in the joint space, scar tissue, and initial cobalt level in the 30's was also reported.

Manufacturer narrative:
A 32mm femoral head was returned for evaluation. As returned, the taper exhibits dark debris. The device contains dried bio debris on all surfaces. Analysis of the dark debris on femoral head taper revealed a composite of foreign material. Dimensional readings were conforming to print specifications. A poly liner was also returned and based on information provided; the liner was severely damaged during the explanting process. Device history report was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.